Manufacturer narrative:
The initial complaint description of "temperature began to rise, the rf power decreased and a communication error occurred." Did not meet adverse event reporting criteria. The investigation findings make this event reportable. Investigation of the returned device confirmed a leak in the handle of the catheter caused by the lumen breaking at the edge of the catheter handle in the protecting tube. The leak caused a conductor wire short in the thermocouple which resulted in the error message on the generator. Review of the device history records confirmed this lot met manufacturing requirements prior to shipment. A quality improvement project was initiated to address this issue. (B)(4).

Event description:
Eval of a catheter returned for temperature error readings on the generator revealed a handle leak.